Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery, a dissection was noted. The physician was unable to deploy the stent. The stent and delivery system was withdrawn from the pt without complication. A second coronary stent with delivery system was subsequently successfully deployed at the target lesion site. During attempts to advance a third coronary stent with delivery system to the target lesion site, the stent dislodged from the balloon catheter and embolized within the coronary circulation. The pt was sent for emergency coronary artery bypass graft surgery. Surgery was successful and there were no additional clinical sequelae reported relative to the event.